Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the pump had flipped. It was unknown when this had occurred. No environmental, external, or patient factors were reported to have caused this issue. No symptoms were reported. Surgical intervention to flip the pump was scheduled for (B)(6) 2018. The issue was said to not be resolved at the time of the report. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the flipped pump was first noticed in (B)(6)2018. The cause was unknown. There were no further complications reported at this time.